Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per 02 I biosurge cell and bone graft processing system - instructions for use - 4- lower the centrifuge stator arm and align it with the raised tab on top of the separation chamber. Close the centrifuge lid. 5 - place the pump loop tubing over the pump rotor. The pump loop will automatically load when the processing cycle is initiated. 6 - press down firmly on the backside of the platelet cuvette until the assembly is snapped in place. Note: it is essential that the platelet cuvette/valve assembly seats fully on the machine to obtain proper sensing of blood components. The most likely cause of the reported failure is misuse due to the cassette not snapping into the adaptor correctly is improper alignment or incomplete seating of the chamber/cassette.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/30/2025, a facility representative reported via (B)(4) that an abs-10061t angel prp kit separation chamber or cassette wasn't snapping into the adaptor correctly during an acl recon procedure. They tried removing air from the backside of the cassette by flattening it out as well as excessively rotating the pump rotor in a clockwise position, but still couldn't get the safety wings to lock in or work correctly. No patient was affected.